Event description:
It was reported that the customer experienced a past high blood glucose event, with the highest level indicated as "high," though the specific value was unknown. Cause was not known. To resolve the issue, the customer changed the infusion set and cartridge. Technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.